Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm tubing was defective/damaged. Hose breaks at stopcock while patient is using indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR review lot 3108397 1 this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2 review the in process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 the extension tubing batches used in this batch of products are 3083104, 3113568, review the raw material inspection records, no abnormalities. 5 the pinch clamp batch used in this batch of products is 3139760, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken, the extension tubing and the clamping parts of the pinch clamp are checked, no abnormality is found. Then, the sample is carried out for the pinch clamp sealing pressure test process the extension tubing is pinched in the same position for more than 64 times, and then the sample in the state that the extension tubing is pinched by the pinch clamp . Test results no leakage is found at the extension tubing. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. Please see attachment (B)(4) 2 for the photos of simulated samples. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion s no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received, the fracture status of the extension tubing cannot be confirmed, the root cause of this defect cannot be determined.

Event description:
No additional information provided.